Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to lower abdomen using the cooladvantage, coolcore contour, and flanks using the advantage curve, on (B)(6) 2018 to lower abdomen using the cooladvantage, coolfit contour, and to flanks using a cooladvantage applicator, on (B)(6) 2019 to thighs and arms, on (B)(6) 2019 to flanks using the cooladvantage contour applicator. The patient developed paradoxical hyperplasia (pah/ph) on flanks and lower abdomen after treatment, diagnosed on (B)(6) 2020 and (B)(6) 2020. The tissue was described as firmness/ hardened area on abdominal region.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to lower abdomen using the cooladvantage, coolcore contour, and flanks using the advantage curve, on (B)(6) 2018 to lower abdomen using the cooladvantage, coolfit contour, and to flanks using a cooladvantage applicator, on (B)(6) 2019 to thighs and arms, on (B)(6), and (B)(6) 2019 to flanks using the cooladvantage contour applicator. The patient developed paradoxical hyperplasia (pah/ph) on flanks and lower abdomen after treatment, diagnosed on (B)(6) 2020 and (B)(6) 2020. The tissue was described as firmness/ hardened area on abdominal region.

Manufacturer narrative:
Continued d4 additional device info.: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction